Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer got hospitalized due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer's blood glucose was untraceable at the time of the incident. The caller did not mention how the customer was treated. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller believes the pump malfunctioned and over delivered insulin. The insulin pump will be returned for analysis.